Event description:
It was reported that, "the screwdriver swivel head tip broke off into the bone screw and was not able to be removed. The screwdriver head was left in the pt's bone."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.